Event description:
A customer reported a cartridge alarm 20 on their insulin pump, which did not adversely impact their blood glucose level. Technical support confirmed that the customer had not previously reported such an alarm with the current pump serial number, though alarms occurred with consecutive cartridges. The pump was still under warranty, and technical support arranged for a replacement pump with updated software to be sent to the customer. The customer was instructed to use a backup insulin pump to prevent interrupted insulin delivery until the replacement arrived and to place the malfunctioning pump into storage mode before returning it with a provided return label. The customer understood and acknowledged all instructions.